Manufacturer narrative:
Concomitant medical products: model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 7020808, model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patient was headed to the emergency room per implanting physicians discretion. It was reported that the physician was concerned about the possibility of either an infection at both surgical sites or an allergic reaction. Symptoms of irritation on both sites were noted. It was believed that the infection symptoms were not present and the physician felt that the patient experienced an allergic reaction. The patient was prescribed with steroids.

Manufacturer narrative:
Additional information was received that the patient underwent an scs explant procedure. Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 7020808, model/catalog description: coveredge x 32 surgical lead kit 50 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review a supplemental medwatch will be filed.

Event description:
A report was received that the patient was headed to the emergency room per implanting physicians discretion. It was reported that the physician was concerned about the possibility of either an infection at both surgical sites or an allergic reaction. Symptoms of irritation on both sites were noted. It was believed that the infection symptoms were not present and the physician felt that the patient experienced an allergic reaction. The patient was prescribed with steroids.